Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient¿s lead was partially explanted. It was stated that during the explant the lead broke or fractured and the distal segment with the tines and electrodes remained in the patient¿s body. It was noted it was unknown if action was required. Reportedly, the proximal segment of the lead was frayed. It was stated there was no injury to the patient and there were no patient symptoms or complications associated with the event.